Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon investigation there was thermal damage to the current controlling transistor (q1) on the bedside board. The source of the thermal damage could not be positively identified. The actual failure rate of q1 is well below the predicted failure rate of this component, for the entire history of the device. No adverse event occurred because of the damaged q1 transistor. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that his battery charger/modem was not charging his batteries. The pt was issued a replacement battery charger/modem.